Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The lens was returned to b+l and subjected to visual inspection. Results revealed a bent haptic loop on the leading haptic plate and a diagonal tear throughout the optic. Also, partial portion of the optic and the entire trailing haptic plate were missing. Dimensional measurements could not be performed due to the torn condition of the lens. In addition, one retain sample was inspected dimensionally and all measurements were within specifications. The condition of the lens is consistent with lenses that are removed from the eye. The inserter device was not returned. Bent haptic, torn/missing optic. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens. Intraoperatively, the surgeon was not able to position the lens and removed and replaced the iol with a sulcus-fixated intraocular lens. The reason for sulcus placement was not provided. Additional information has been requested.